Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 176 compared to the labs 142 mg/dl. Tests were done within 10 minutes. Patient is not using control solution. Patient did not experience any adverse events. No further information has been reported.